Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, leakage was noted on the silicone extension tube on flushing the device at the junction of the extension tube and bifurcate. No other products were utilized with the device, nothing else unusual was observed on the device on visual inspection. It was stated that the catheter was not repaired, iodophor was the cleaning agent used, dico additives have not been used, there was no luer adapter issue. There was no reported patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.